Manufacturer narrative:
(B)(4).

Event description:
It was reported that heart rates were lower than the programmed base rate. Interrogation revealed high amplitude noise was observed in a vf episode. Patient was asymptomatic. Performing isometrics was recommended. No further information available.